Manufacturer narrative:
The technician found the base cover was unfastened and was pressing down on left CPR level causing some bed functions to become disabled. The technician reattached the base cover to resolve the issue.

Event description:
Information received indicates that the head up function and siderail functions were not available.